Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. The customer administered a correction injection to address their bg level. The customer continued to use the pump for insulin therapy.